Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018 that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Data analysis confirms patient allegation on (B)(6) 2018 due to the app being force stopped on the smart device. The probable cause is determined to be potential patient misuse.